Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section e1: the correct physician information is updated in this report.

Event description:
Additional information received that patient underwent surgical intervention where in the entire system was explanted resolving the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-03345. It was reported that diagnostics indicated high impedances on both leads. Patient had previously fallen. X-rays were taken which showed fracture on one of the leads. Surgical intervention may be pending to address the issue.